Event description:
It was reported that the bd versasafe split septum sets had leakage. The following information was provided by the initial reporter: please find attached a supplier corrective action report (scar) generated to 2324519- sacr material 031018753 with leak and damage. Fresenius kabi expectation is to have containment actions no later than 03/28/2026 and an investigation report with root cause and CAPA plan no later than 04/23/2026. At the customer¿s site, material 03-10-18-753 several batches were affected by the leak defect and damaged material. 2 units were identified with damage and 8 units with leak. Additional information received from the customer: can you please provide an exact date of incident in this format mm-dd-yyyy? This is the scar generation date (03/23/2026). Do you need this one, or the date when we were notified by our customer? The supplier lot(s) listed in the scar document do not appear to match our records. Could you please review and reconfirm the lot numbers? These are the supplier lot numbers¿please confirm if they match your records. 1. 4688/24 2. 4425/24 3. 7504/23 4. 5650/24 5. 5093/24 6. 4226/24 was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? No it wasn¿t.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.